Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was generating heat. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device coupling was worn and could not be disengaged, the device was generating heat, there was corrosion/rusting/pitting, the seal and bearing were worn, the mode switch resistance was too high, the device had high power/output, and component damage. It was further determined that the device failed pretest for check attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Upon further review of the device evaluation, it was determined that the device was not generating heat. Therefore, the reported event does not meet the criteria of a reportable complaint and is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.